Event description:
We received a voluntary medwatch report from the FDA. The report was sent in from (B)(6) ((B)(4)). The report is: when a (B)(6) male was on cardiopulmonary bypass the physician went through two external pacemakers, 3 pacing cables and 2 pacing leads in order to get a paced rhythm. This resulted in the patient being on cardiopulmonary bypass an extra 10 minutes and an extra stitch in the heart. Biotronik attempted to get the serial number of this device under complaint with no success. The hospital claimed that the external pacemakers were sent to their biomed team where they passed manufacture specs. The hospital does not believe they were sent back to biotronik for analysis.

Manufacturer narrative:
Because serial numbers are unknown, we do not have a manufacture date. The re-inspection of the returned devices revealed severe damages caused by strong external forces, i.e. Drop damages, in all cases. Three devices showed signs of manual opening of the housing and attempts to self-repair were visible. Additionally, all returned devices had penetration of fluid (e.g. Water) into the device housing, which led to corrosion and extensive damage to the internal circuit board. In summary, all devices had been returned with severe damages. No specific failure mode was identified and there was no material or manufacturing issue related to the returned devices.